Event description:
It was reported by service report that the footboard was cracked and could allow fluid ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.